Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing discomfort. External equipment was exchanged and programming adjustments were made; however, the issue did not resolve. The recipient has ceased device use. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover and a slice on the fantail region. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believe to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Additional analysis performed measured excessive current, which is believed to be due to an electrostatic discharge overvoltage. The failure of this device is attributed to a short at the analog integrated circuit. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures inside the integrated circuit. A corrective action was implemented. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly presenting with pain and facial nerve stimulation with device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover and a slice on the fantail region. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believe to have occurred during revision surgery. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Additional analysis performed measured excessive current, which is believed to be due to an electrostatic discharge overvoltage. The failure of this device is attributed to a short at the analog integrated circuit. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures inside the integrated circuit. A corrective action was implemented. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.